Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a needle retraction failure with a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that there was a needle retraction failure with a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to confirm this complaint as being generated by manufacturing process. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unable to determine a root cause.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that there was a needle retraction failure with a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.